Manufacturer narrative:
(B)(4).

Event description:
During follow-up, non-sustained ventricular oversensing was revealed due to t-wave oversensing. Reprogramming resolved the issue. The patient is well.